Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter layer peeling occurred. A direxion hi-flo catheter was selected to be used. When using interlock coil, it was noted that the catheter layer peeled away and was unable to be used. No patient complications reported.